Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cycler peritoneal dialysis (ccpd) therapy utilizing the liberty cycler and the adverse event(s) of pneumoperitoneum characterized by a tugging sensation and a feeling of fullness, which warranted hospitalization. The definitive cause of the pneumoperitoneum is unknown; therefore, causality cannot be established. The liberty cycler has yet to be received by the manufacture for evaluation, and the cassette was discarded. As such, no assessment can be made of the device or product regarding functionality at this time. Therefore, based on the information available, the liberty cycler cannot be disassociated from the event, as there is no definitive evidence to exclude a possible causal or contributory role in the patient¿s serious adverse event. It should be recognized that pd catheters (not a fresenius product) provide a portal for air to enter the body if proper technique is not maintained. Most episodes of air in the body are clinically insignificant and are reabsorbed into the body.

Event description:
A peritoneal dialysis (pd) patient contact called into technical support regarding an air detected in cassette alarm during the patient¿s treatment. It was reported that the patient had completed their treatment in the hospital on another cycler for the past few days and was requesting a replacement cycler. The patient reported that they had some air in their body. At that time, the technical support representative issued a replacement cycler to the patient. Upon follow up, the peritoneal dialysis nurse (pdrn) was unable to elaborate on the patient¿s admission diagnosis or any details regarding the hospitalization. The patient was admitted to an out-of-town hospital and was unwilling to provide his discharge summary. The pdrn reported that they are still unaware of the patient¿s whereabouts. The pdrn stated they had filed another request for information. Additional information was received from the patient¿s pdrn. The patient experienced a feeling of fullness following the completion of therapy for several days (specifics not provided) leading up to the event. Additionally, the patient reported feeling a tugging sensation during treatment, however the onset or duration was not provided. The pdrn stated the patient was hospitalized due to a pneumoperitoneum on (B)(6) 2019 through (B)(6) 2019. The discharge summary reportedly did not conclude pd therapy was the sole cause the event(s). The patient continued pd therapy while hospitalized and has since recovered from the event.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A post-accelerated stress test (ast) simulated treatment was performed on the cycler using 8500 ml of fluid with the pump speed test and passed. The cycler underwent a system air leak test, valve actuation test, and patient sensor calibration check and passed. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Correction: device information.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler and the adverse event(s) of pneumoperitoneum, which warranted hospitalization. Per the patient¿s spouse, air was instilled into the patient¿s body, after experiencing an ¿air detected in cassette¿ alarm. The liberty cycler has yet to be received by the manufacture for evaluation, and the cassette was discarded. As such, no assessment can be made of the device or product regarding functionality at this time. Therefore, based on the information available, the liberty cycler cannot be disassociated from the event, as there is no definitive evidence to exclude a possible causal or contributory role in the patient¿s serious adverse event. It should be recognized that pd catheters (not a fresenius product) provide a portal for air to enter the body if proper technique is not maintained. Most episodes of air in the body are clinically insignificant and are reabsorbed into the body. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact called into technical support regarding an air detected in cassette alarm during the patient¿s treatment. It was reported that the patient had completed their treatment in the hospital on another cycler for the past few days and was requesting a replacement cycler. The patient reported that they had some air in their body. At that time, the technical support representative issued a replacement cycler to the patient. Upon follow up, the peritoneal dialysis nurse (pdrn) was unable to elaborate on the patient¿s admission diagnosis or any details regarding the hospitalization. The patient was admitted to an out-of-town hospital and was unwilling to provide his discharge summary. The pdrn reported that they are still unaware of the patient¿s whereabouts. The pdrn stated they had filed another request for information. The cycler was scheduled to be returned to the manufacturer for physical evaluation. Additional information was requested, however, to date not provided.